Event description:
It was reported that the device had a very short end of life expectancy. The battery impedance had measured 8,600 ohms during a device check and one week later the battery impedance measured 17,600 ohms. The physician felt this created a dangerous situation because the patient was pacemaker dependent. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B)(4) device analysis found normal battery depletion.